Event description:
Patient's wife contacted dexcom technical support on (B)(6) 2015 to report a detached sensor wire on (B)(6) 2015. Upon removal of the sensor pod, the patient noticed the detached wire. The patient's wife did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).